Event description:
Additional information was received from manufacturer representative (rep) who reported the stimulation turned off due to a depleted implantable neurostimulator (ins).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an implantable neurostimulator (ins) had stimulation therapy turning off and loss of stimulation, with the stim ulation reported as off since since april 30th. Diary/usage data showed therapy unavailable events and charging sessions, including a session in which the device was charged from 10% to 100%, and interrogation indicated stimulation was off; the patient stated they were not turning the stimulation off. The patient reported great pain relief when stimulation was on and that there were no other recharging issues besides loss of stimulation. The patient reported receiving injections and thought they were hospitalized in april, during which a CT scan was performed. The date and time on the controller were confirmed to be correct. Troubleshooting did not resolve the issue, and a session report and data report were requested to be sent for review.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.